Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed that patient side cart (psc) was the affected cart. The fse programmed the psc to resolve the issue. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that an error 297 occurred during the setup of the room. Before contacting support, the system was hard power cycled twice without resolving the issue. The technical support engineer (tse) was unable to access the system logs for that day. The tse guided the caller through another hard power cycle, but the error 297 reappeared upon powering up. The customer was uncertain about how to proceed with their case. The customer reported event has no report of patient injury.